Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Inserter threads are damaged.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lead thread is badly damaged. It appears that the instrument was impacted when not fully threaded into an acetabular cup as intended. This type of thread damage is unlikely to occur during normal use. The root cause is attributed to use error / heavy use. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.